Manufacturer narrative:
(B)(4). Coopersurgical inc is currently investigating the reported complaint condition. A final report will be filed after customer follow up and investigation is complete.

Event description:
Hospital reported "adaptor came loose right after applying it."